Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not yet been returned to the manufacturer. The investigation is currently ongoing. This device was used in the same procedure as MFR report #2032493-2017-00001.

Event description:
It was reported that an azur embolization coil appeared to "break" during the initial positioning attempt and completely unraveled during withdrawal from the microcatheter. The coil was removed in its entirety without further incident. There was no reported patient injury.

Manufacturer narrative:
The device was returned for analysis. The entire length of the implant coil was noted to be stretched; however, location where the stretching began could not be determined. The distal and proximal ends of the implant were noted to be intact on a single continuous piece of wire, indicating that there was no breakage of the wire used to construct the coil. Further inspection of the proximal end noted that the knotted monofilament was still intact, and no monofilament tail was visible. The broken end of the monofilament was inside of the glue knot, which suggested that the monofilament broke under tension, and the implant was not detached using the controller. Based on the investigation, the complaint of a broken coil could not be confirmed. The implant coil was found to be a single, continuous stretched wire, with the distal and proximal ends visible at the ends; however, the monofilament was found broken in a manner that indicated the device was subjected to excessive tensile force prior to detaching.